Event description:
I have been using a continuous glucose monitor by dexcom called g7. I has failed 3 times over the last month. The company is happy to replace the failing monitor, but I believe this is a failure at dexcom and wanted to report this.